Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a hemostasis procedure performed on an unknown date. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue but would release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results. The returned resolution 360 clip was visually and microscopically analyzed. The clip assembly was returned fully deployed. Dimensional testing between the bushing hooks was within specifications. No other problems with the device were noted. The reported event of the clip being unable to release from the catheter was not confirmed, as the clip assembly was returned fully deployed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a hemostasis procedure performed on an unknown date. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue but would release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.